Event description:
Information was received indicating that a patient came in to refill a smiths medical cadd solis vip pump, and it was noted that 185ml was still left and it could not be determined what caused the pump to stop infusing. Subsequently the patient was given a new pump to be refilled. No adverse effects were reported.